Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplasty procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplasty procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well. **additional information** on (B)(6) 2012, the following additional information was received from the complainant: during the procedure, the patient was administered high flow supplemental oxygen (less than 40% was provided) via a laryngeal mask airway (lma). The catheter was rinsed with sterile saline prior to the incident. According to the physician, approximately 41 additional activations occurred after the "surge" from the controller. The physician described the transient burning smell as "a smoke smell" that was difficult to characterize further. Following this procedure, the alair rf controller was used on another patient without complications. The physician confirmed that the alair rf controller has not exhibited a similar "surge" at any other time prior to or subsequent to this event. No unusual events or observations were reported in conjunction with the complaint incident. **correction** on (B)(6) 2012, preliminary investigation results revealed that there is damage to the neutral electrode connector.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplasty procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well. On (B)(6) 2012, the following additional information was received from the complainant: during the procedure, the patient was administered high flow supplemental oxygen (less than 40% was provided) via a laryngeal mask airway (lma). The catheter was rinsed with sterile saline prior to the incident. According to the physician, approximately 41 additional activations occurred after the "surge" from the controller. The physician described the transient burning smell as "a smoke smell" that was difficult to characterize further. Following this procedure, the alair rf controller was used on another patient without complications. The physician confirmed that the alair rf controller has not exhibited a similar "surge" at any other time prior to or subsequent to this event. No unusual events or observations were reported in conjunction with the complaint incident. On (B)(4) 2012, preliminary investigation results revealed that there is damage to the neutral electrode connector.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplasty procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well. **additional information** on (B)(6) 2012, the following additional information was received from the complainant: during the procedure, the patient was administered high flow supplemental oxygen (less than 40% was provided) via a laryngeal mask airway (lma). The catheter was rinsed with sterile saline prior to the incident. According to the physician, approximately 41 additional activations occurred after the "surge" from the controller. The physician described the transient burning smell as "a smoke smell" that was difficult to characterize further. Following this procedure, the alair rf controller was used on another patient without complications. The physician confirmed that the alair rf controller has not exhibited a similar "surge" at any other time prior to or subsequent to this event. No unusual events or observations were reported in conjunction with the complaint incident.

Manufacturer narrative:
The investigation of the returned device found that the return electrode connector had been damaged and a rattle was detected in the unit when shaken. The rattle was caused by a piece of plastic from the broken connector and did not affect the performance of the unit. The unit was repaired to replace the broken connector and subjected to a full final test. The unit passed with no problems. The error log for the unit was checked and although the unrecoverable error '188' was not found in the log, error e12 was found around the activation that the burn occurred. The e12 error occurs whenever the system measures an average tip temperature that is more than 5 degrees higher than the set temperature for the previous 2 seconds. The exact complaint of error '188' could not be confirmed. A review of the device history record (DHR) confirmed that the unit passed all tests prior to distribution. A labeling review was performed and from the information available, this device was used in accordance with the directions for use (dfu) / labeling. A search of the complaint database revealed that no similar complaints exist for the reported serial number. The product analysis could not confirm the error code "188" but did find an error of e12. It was also found that the return electrode connector had been damaged. The e12 error forces the unit to discontinue rf delivery after 2 seconds of over temperature. By design, rf power delivery of the alair is limited to 18 watts, preventing large rf power surges. These design features would seem to preclude the possibility that the alair rf generator could be the source of the patient injury in this case. The most probable root cause classification is undeterminable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Although the product has not been returned; it was reported that the complaint controller will be returned soon. MFR name: boston scientific corporation, (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty controller was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplasty procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well. **additional information** on (B)(4) 2012, the following additional information was received from the complainant: during the procedure, the patient was administered high flow supplemental oxygen (less than 40% was provided) via a laryngeal mask airway (lma). The catheter was rinsed with sterile saline prior to the incident. According to the physician, approximately 41 additional activations occurred after the "surge" from the controller. The physician described the transient burning smell as "a smoke smell" that was difficult to characterize further. Following this procedure, the alair rf controller was used on another patient without complications. The physician confirmed that the alair rf controller has not exhibited a similar "surge" at any other time prior to or subsequent to this event. No unusual events or observations were reported in conjunction with the complaint incident. **correction** on (B)(4) 2012, preliminary investigation results revealed that there is damage to the neutral electrode connector. **additional information** on (B)(4) 2013, it was confirmed by the physician that no patients were treated using this controller following this incident. After this event, the controller was returned to bsc for evaluation.